Manufacturer narrative:
This report is being sent to correct information in b2, b5, and h6.

Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely fractured. It was alleged that the out-of-range impedance was the result of insulation damage and a conductor fracture. The physician elected to program shock therapy off pending a potential revision procedure. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. Both products were received for analysis and the investigation completion is pending. The patient was stable with no additional adverse patient effects.

Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely dissected. It was alleged that the electrode insulation was damaged and the conductor had fractured. The physician elected to program shock therapy off pending a potential revision procedure. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. Both products are expected to be returned for analysis, but have not yet been received. The patient was stable with no additional adverse patient effects.

Manufacturer narrative:
This report is being sent to correct information in b2, b5, and h6. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 330 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely fractured. It was alleged that the out-of-range impedance was the result of insulation damage and a conductor fracture. The physician elected to program shock therapy off pending a potential revision procedure. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. Both products were received for analysis. The patient was stable with no additional adverse patient effects.

Event description:
It was reported that a remote monitoring alert was received for high, out-of-range shock impedance (400 ohms) from this subcutaneous implantable defibrillator (s-ICD). Diagnostic imaging was performed which showed this electrode was completely dissected. It was alleged that the electrode insulation was damaged and the conductor had fractured. The physician elected to program shock therapy off pending a potential revision procedure. At this time, the s-ICD electrode remains implanted and the patient was stable.